Event description:
Keravision was notified on 10/14/1999, of a microbial infection in the left eye, following intacs placement. The pt had a left eye intac (0.25mm) implant on 09/21/1999. The suspected infection was treated with antibiotic therapy. The left eye segments were removed on 09/24/1999. The culture results indicated the presence of an antibiotic-resistant strain of staphylococcus epidermidis. According to the medical facility, the pt is doing well and is recovering from the infection.